Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product met released specification. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
We are facing leaks of these catheters. Nurses s reported that there were leaks within 24 hours after insertion. They observed that the balloon was still properly inflated. We did not have issues before. We have observed this issue with 2 different lot#:kme21a1389, kme20j0261.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We are facing leaks of these catheters. Nurses s reported that there were leaks within 24 hours after insertion. They observed that the balloon was still properly inflated. We did not have issues before. We have observed this issue with 2 different lot#:kme21a1389, kme20j0261.